Event description:
It was reported that the pace-per-minute and the amplitude on the external pulse generator were erratic. The generator was returned for service. It was indicated on the return paperwork that there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Device passed incoming functional tests. Lcd (liquid crystal display) is out of specification (gasket seeping out). Encoder flex is out of specification (flex tape torn or ripped by solder joint by encoders). Battery contacts are compressed. Lower case and lead flex cover are contaminated. Battery drawer is dented (cosmetic). Keyboard is scratched (cosmetic).